Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 90-110mg/dl not fasting. Verified the strips expire 01/14/2017. Customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 152mg/dl, 142mg/dl,174mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of malfunction was due to the client testing with expired test strips (open beyond recommended open time) inaccurate user reference.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 90-110mg/dl not fasting. Verified the strips expire 01/14/2017. Customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:152mg/dl, 142mg/dl,174mg/dl. No adverse event reported.